Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, an increase in left ventricular capture thresholds was observed. The patient was scheduled for another follow-up and programming changes were made. The patient is stable and feels better.